Event description:
Merge healthcare is submitting this report to us FDA due to an issue with a third-party application used for reporting and dictation that led to a potential patient safety risk. The third-party application interoperates with the company's merge pacs and merge workflow orchestrator products. Neither the third-party application nor merge workflow orchestrator are regulated as medical devices. A customer contacted merge healthcare technical support on (B)(6)2025 to report that a patient's imaging study had been read incorrectly by a radiologist. The customer alleged that merge pacs and the dictation system displayed images for the incorrect patient. As a result, a patient was sent offsite for further treatment. No patient harm occurred, as hospital staff identified that the clinical history in the report did not match the order requisition for the patient. Merge healthcare initiated an investigation with the third-party vendor for the dictation system. Based on an analysis of the system log files, it was determined that the user had opened two patient exams in quick succession. The results of the investigation concluded that the correct images for the patient were displayed by merge pacs. However, the third-party application displayed the incorrect patient report due to a timing issue when processing multiple, rapid user interactions. It has been determined that the root cause of the reported event is due to a software issue in the third-party application; the vendor has issued a software update to prevent the problem from reoccurring and is deploying the update to affected customers. Merge pacs and merge workflow orchestrator are working as designed. Merge healthcare is reporting this event due to the incident communicated by the customer. To merge healthcare's knowledge, there have been no other instances of this issue occurring.